Event description:
It was reported that the user received a low-glucose alert while using the ilet bionic pancreas and noted a blood glucose of 73 mg/dl; the cause of the hypoglycemia was unclear, and troubleshooting and education were provided, including guidance on taking fast-acting carbohydrates and avoiding overtreatment. Investigation included user counseling and education on hypoglycemia management and device use. Investigation of this case revealed no device malfunction identified during troubleshooting. No clinical symptoms associated with low blood glucose reported. Outcomes included resolution steps via oral fast-acting carbohydrates without medical intervention or hospitalization. It was concluded that the event represented hypoglycemia of unclear cause with appropriate self-treatment advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.